Event description:
He had the lead replaced last friday and intraop seemed to be very effective. However, he will need to see his neurologist for follow up programming to be sure.

Manufacturer narrative:
Continuation of d10: product ID: 3389s-40, lot# va27jjs, implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the lead was discarded and the new lead was placed on (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 04-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient have not had any positive results from the dbs therapy ever since a lead was implanted "in the right side of the head to take care of the left side of the body." The patient added that they have "suffered the last 6 months incredibly." The patient also noted that they have trouble walking and can no longer drive. Prior to this event, the patient stated that the dbs therapy worked well for them. That patient mentioned that their healthcare provider (hcp) did a CT scan and "the doctor confirmed it was 1 centimeter off." The patient was unable to specify what was "off" by 1 centimeter, only mentioning that their hcp told them it was "hooked up in the wrong spot." The patient also mentioned that they have a digital recording of their hcp telling them that they "didn't place it right." The patient indicated that a mdt rep told their hcp that "it was hooked up right". The patient stated that their doctor in (B)(6) was supposed to "redo it" last month, but the surgery was rescheduled for (B)(6) as well as another surgery on (B)(6), the latter of which the patient referred to as "the big one." The patient was redirected to their healthcare provider to further address the issue. No further complications was reported. It was reported that the rep knew there was asymmetry in the lead placement. The rep thought one lead was placed in gpi years ago and the most recent one placed in the subthalamic nucleus (stn) but didn't know until recently that it had been determined that the lead was in fact misplaced. The rep confirmed that the hcp reported the lead was 1 cm "too high". The cause of the lead placement has not been determined. The patient was seen by their programming neurologist and has scheduled surgeries to correct the lead placement. The issue has not been resolved.